Manufacturer narrative:
Customer technical support (cts) guided the customer in troubleshooting and determined that a fitting on the top of the substrate caps was loose. This can cause the introduction of air into the substrate fluidics line and manifest as imprecision similar to that reported on the substrate portion of system check. The customer was guided in tightening the fittings. The likely cause of the failing system check is a loose substrate cap fitting due to a design defect. Although patient samples were run, the failing system check alerted the customer. The customer noted no impact to results or patient treatment. However, upon recur there is the potential for erroneous results in association with this failure mode. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
On (B)(6) 2014, the customer reported a system check failure (imprecision in the substrate portion) occurred when using the access 2 immunoassay system. There were no erroneous test results associated with this event. There were no reports of injury or death, and no change to patient treatment attributed or connected to this event.